Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the attempt to charge the pump using a car charging adapter, a burnt smell was noted by the customer. The customer stated that the pump did not feel overheated and no damage or heat was noted on the charging cable. Then the customer attempted to charge the pump via a wall outlet; however, the pump would not charge. There was no impact to the customer's blood glucose level.